Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported the customer encounter high and low blood glucose. Also, the customer's insulin pump alarmed button error. The customer stated they drank a soft drink and blood glucose went up to 344mg/dl. In addition, the customer had a button error. The customer's blood glucose at the time of incident was 46mg/dl. The customer treated with food. The customer stated the pump was being worn under her arm when the button error occurred. The customer was advised the pump will be replaced.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. All the buttons functioned properly and no moisture damage on the keypad traces or button error alarm was noted. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube window.